Event description:
A metal fragment was seen inside the joint during a wrist arthroscopy procedure. Procedure was concluded, surgeon examined all instrumentation used inside the joint, and concluded that the fragment possibly could have been dislodged from the cannula. The metal fragment could not be removed from the pt. It was also noted that the fragment could not be seen on an x-ray. Surgeon did not experience any delay to the procedure.